Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the krr110, infinity retro-reamer, 11 mm was being used during an acl all-inside procedure on (B)(6) 2025 when it was reported ¿retro reamer 11mm broke off during tibia drilling.¿. Further assessment questioning found that the device did fragment and was removed from the surgical site with the use of an arthroscopic grasper. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photos and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame 10,620 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the krr110, infinity retro-reamer, 11 mm was being used during an acl all-inside procedure on (B)(6) 2025 when it was reported ¿retro reamer 11mm broke off during tibia drilling.¿. Further assessment questioning found that the device did fragment and was removed from the surgical site with the use of an arthroscopic grasper. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.